Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 366mg/dl. The customer's levels had been as low as 48mg/dl. The customer states they treated with glucose tablets. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.